Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus, as they had not yet entered a correction factor into the pump settings. The customer's blood glucose (bg) level was impacted (270 mg/dl). Tandem technical support assisted the customer with inputting their correction factor into the pump settings and the customer was able to deliver a bolus successfully.